Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Upon inspection it was noted that the defib conductor of the lead was distorted. Upon inspection it was noted that the helix/lobe of the lead was distorted. Upon visual inspection it was noted that the lead was damaged during the implant process.

Event description:
It was reported that during the implant procedure, the lead was tested before it was implanted. The helix came out after just a few turns. The physician screwed the lead in the rv apex and the sensed signals were poor! He screwed the helix back into the lead and tried to place the lead in another position. When he wanted to screw the helix again it didn't come out: it was stuck! He took the lead out of the patient's body and tried several times to screw-out the helix. It wasn't possible to get the screw out of the lead body again. The device/lead was not implanted. No patient complications have been reported as a result of this event.